Event description:
The patient had 2 leads (from the same lot) implanted as part of her scs system. It was reported, the patient ((B)(6)) experienced ineffective stimulation. Surgical intervention was undertaken and the patient's scs system was electively explanted for the patient to have a contra-indicated procedure performed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.